Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and turbid effluent. The cause of and treatment for peritonitis were not reported. It was reported that the patient was hospitalized due to the event. At the time of this report, the patient was recovered from the event. It was reported the patient was transferred from automated pd therapy to continuous ambulatory pd therapy. No additional information could be provided as the reporter declined follow-up.